Event description:
The protégé stent was put in to position for deployment without issue. During deployment, the stent began to deploy, but stopped after 1-3cm. After a few attempts to further the deployment, the stent and sheath were removed together. A new protégé stent of the same configuration was used without incident. Investigation of the returned device on (B)(4) 2014 found that the tip tube of the deployment system was not attached and the stent was partially exposed beyond the introducer sheath's distal edge. All components of the protege gps stent deployment system were accounted for.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.